Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that his blood glucose has been running high. Customer stated that during troubleshooting, there was a strong odor of insulin and fluid in the reservoir compartment when he removed the reservoir. Customer's blood glucose was 378 mg/dl at the time of the incident. Customer stated that he can smell insulin and it is very strong. Customer stated that the bottom of the reservoir compartment is wet. Customer stated that the leak is in the reservoir compartment. Customer stated that he sees liquid in the back of the reservoir where the plunger screws into place. Customer found all components were present on the reservoir. Customer would like to return the reservoir and transfer guard. Customer was sent a replacement for the reservoir.